Manufacturer narrative:
An event of worsening aortic stenosis and valve cusp sclerosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
About three years after a trifecta valve was implanted, the patient presented with worsening aortic stenosis. On (B)(6) 2019, the device was explanted. Upon explant, valve cusp sclerosis was noted. The patient was reported to be stable.